Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited noise oversensing. It was also noted that the patient experienced dizziness. Programming changes were made. There were no patient consequences.